Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 232 mg/dl. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.